Event description:
It was reported that the procedure was to treat the heavily calcified, heavily tortuous, 85% stenosed left anterior descending (lad) coronary artery. The vessel was prepared multiple times but the 3.0x48 mm xience xpedition stent delivery system (sds) could not cross the lesion due to the anatomy. Many attempts were made and the proximal shaft separated. There was resistance with the anatomy noted during withdrawal; however, the proximal portion was simply withdrawn. A new xience xpedition sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided. Subsequent to the initially filed egypt report, it was reported that the separated portion was simply withdrawn.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the stent delivery system (sds) interacted with the patient¿s heavily tortuous and 90% stenosed lesion during advancement, resulting in the reported failure to advance. Further interaction with the challenging lesions during removal, as resistance was again noted, likely contributed to the difficulty encountered during removal. Manipulation of the sds when resistance was encountered, likely contributed to the reported shaft separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Correction: d9 - device available for evaluation updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the heavily calcified, heavily tortuous, 85% stenosed left anterior descending (lad) coronary artery. The vessel was prepared multiple times but the 3.0x48 mm xience xpedition stent delivery system (sds) could not cross the lesion due to the anatomy. Many attempts were made and the proximal shaft separated. There was resistance with the anatomy noted during withdrawal; however, the proximal portion was simply withdrawn. A new xience xpedition sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.